Event description:
It was reported, a pump replacement was planned. It was unknown if there were any patient symptoms or complications associated with this event. The pump was being used to deliver baclofen. It was further reported the pump was explanted and replaced on 2014 (B)(6) and no abnormalities or stalls were seen in the logs. It was noted the healthcare provider (hcp) thought there may have been a kink in the catheter in the pocket upon inspection. The 8578 catheter and pump were replaced and returned. It was also reported there was good flow from the catheter access port (cap) pre-operatively and intra-operatively with the old pump and catheter. Additional information received reported cap access was performed and was ¿clear.¿ it was unknown what the pump issue was. The patient¿s status was unknown post replacement. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type accessory product ID 8709sc, serial# (B)(4), implanted: 2007 (B)(6); product type catheter product ID 8578, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Returned for analysis was the pump and the catheter. Analysis of the pump revealed no anomaly, normal device function. Catheters 8578 , s/n: (B)(4) (incomplete in segments) revealed no significant anomalies, acceptable testing and patency.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had periods of withdrawal followed by overdose, which were resolved following the pump replacement procedure.